Event description:
It was reported that the patient presented to the hospital after receiving diaphragmatic stimulation. Interrogation revealed loss of signal and capture on the left ventricular lead. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.